Event description:
It was reported that the patient felt winded and tired with exertion. The patient also reported that the heart rate remained at 60 beats per minute even with exertion. It was subsequently reported that there was a rate response issue and the activity threshold was then reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.